Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following results: a review of the pump¿s black box showed that the last bolus delivery and the last basal delivery were on (B)(4) 2014. No alarms related to the complaint were observed in the alarm history. The basal and boluses added up correctly the total daily doses; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.